Event description:
This is a clinical study case report received from an investigator in (B)(6) on (B)(6) 2015 which refers to a (B)(6) female subject who was involved in a interventional company-sponsored study, (B)(4). Study description: use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness. Subject number: (B)(4). The subject's medical history included 3 previous pregnancies with 3 vaginal births. On (B)(6) 2011, she had essure (fallopian tube occlusion insert), lot number 838566, inserted. On (B)(6) 2014 she started experiencing pelvic cramping, considered as severe and not related to essure by the investigator. On (B)(6) 2015 she was submitted to a hysterectomy and bilateral salpingectomy and recovered from the event. Follow-up information received from investigator on 26-jun-2015: the subject developed abnormal uterine bleeding and requested novasure. Following the novasure, she experienced daily pelvic cramping, severe at times which resulted in the subject requesting a hysterectomy. Pathology results were consistent with inflammatory pain related to the novasure ablation. According to the investigator the event was not considered serious as it was not related to essure. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an interventional company sponsored study (B)(6). She experienced pelvic cramping after essure (fallopian tube occlusion insert) insertion and was submitted to a hysterectomy with bilateral salpingectomy. She recovered after this treatment. The reported event was considered serious due to medical importance and it is listed according to the investigator's brochure. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, the investigator stated patient had abnormal uterine bleeding and was submitted to an endometrial ablation. After this procedure, she experienced pelvic cramping. She underwent a hysterectomy and recovered from this event. The investigator considered patient's pain was non-serious and not related to essure. However, considering bleeding and pain are possible adverse events during essure therapy and as the devices were in situ at the time of their onset; company considers causality with the suspect insert cannot be excluded (in disagreement with investigator's assessment). Since interventions were required for bleeding and pain treatment; this case was considered an incident. A product technical analysis is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
The product technical complaint (ptc) investigation and final assessment were received on 26-aug-2015. The bayer reference number for the ptc report is: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an interventional company sponsored study (study number: (B)(6)). She experienced pelvic cramping after essure (fallopian tube occlusion insert) insertion and was submitted to a hysterectomy with bilateral salpingectomy. She recovered after this treatment. The reported event was considered serious due to medical importance and it is listed according to the investigator's brochure. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, the investigator stated patient had abnormal uterine bleeding and was submitted to an endometrial ablation. After this procedure, she experienced pelvic cramping. She underwent a hysterectomy and recovered from this event. The investigator considered patient's pain was non-serious and not related to essure. However, considering bleeding and pain are possible adverse events during essure therapy and as the devices were in situ at the time of their onset; company considers causality with the suspect insert cannot be excluded (in disagreement with investigator's assessment). Since interventions were required for bleeding and pain treatment; this case was considered an incident. In this case, the batch documentation of the reported batch was reviewed; no batch signal could be identified. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Duplicated case identified on 26-may-2016: the information from case (B)(4) was identified as a duplicate of this present case. All of its information has been transferred to this case. (B)(4). Company causality comment: this medically confirmed, study case report refers to a (B)(6) female subject who was involved in an interventional company sponsored study (study number: (B)(4)). She experienced pelvic cramping after essure (fallopian tube occlusion insert) insertion and was submitted to a hysterectomy with bilateral salpingectomy. She recovered after this treatment. The reported event was considered serious due to medical importance and it is listed according to the investigator's brochure. After essure insertion, pelvic pain and abnormal genital bleeding may occur. In this particular case, the investigator stated patient had abnormal uterine bleeding and was submitted to an endometrial ablation. After this procedure, she experienced pelvic cramping. She underwent a hysterectomy and recovered from this event. The investigator considered patient's pain was non-serious and not related to essure. However, considering bleeding and pain are possible adverse events during essure therapy and as the devices were in situ at the time of their onset; company considers causality with the suspect insert cannot be excluded (in disagreement with investigator's assessment). Since interventions were required for bleeding and pain treatment; this case was considered an incident. In this case, the batch documentation of the reported batch was reviewed; no batch signal could be identified. No complaint sample was provided for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.